Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This is a late MDR submission due to a software issue that has been reviewed with the FDA on november 7, 2014.

Manufacturer narrative:
Evaluation code: the pump has been returned and evaluated by product analysis on 11/08/2014. The product analysis information for this complaint was inadvertently omitted from the initial report submitted on 12/17/2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/22/2014 with the following findings: visual inspection revealed that the keypad was fully intact. Investigation confirmed that the okay and contrast keys were unresponsive to user presses. The up arrow and down arrow keys were fully responsive. The keypad cover was removed and contamination was found under all key contacts. Damage was found to the keypad flex near the contrast key. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the 'ok' button was under responsive. No additional information was available. Attempt by customer support to follow-up on the matter was unsuccessful. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue remained unresolved.